Event description:
It was reported that the patient experienced diaphragmatic stimulation when leaning to or laying on the left side but not when standing or sitting upright. The device was reprogrammed and the lead remains in use. No further complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.